Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: xenon lamp depletion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: darker image was due to xenon lamp depletion. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon lamp needs to be replaced due to complete consumption of light, darker image was produced. The issue occurred during set up / inspection for use. There were no reports of patient involvement.